Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the evaluation results.

Event description:
User facility reported that while the nurse was removing the gripper from a pt, the nurse could not get the needle engaged into its safety device. When the nurse disposed the gripper, the exposed needle stuck the nurse. The nurse received treatment in a manner consistent with the hospital's internal protocol for needle-stick injuries. No adverse effects to pt or user reported.